Event description:
The biomed reported that during inspection of the device in the shop, the speaker was not operational. He stated the speaker output was extremely low, rating it a 1 on a scale of 1 to 10, indicating almost no audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. The device was subsequently returned to the bench repair team for further evaluation. Functional testing performed at the bench confirmed that the device was producing audible sound and that the speaker was operational. Based on these findings, the customer¿s allegation regarding speaker failure could not be confirmed. However, the speaker was replaced as part of the repair process. During the physical inspection, the following conditions were noted: scratches and delamination present on the bezel silicone material observed inside the device corrosion on all housing pins missing battery contact evidence of tampering, including third-party replacement housing these findings indicate signs of physical damage, environmental exposure, and unauthorized modification.